Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine follow-up, it was observed that the patient had discoloration of the skin at the site of implant. Discharge of clear liquid and shallowness was also noted at the site. The patient was asymptomatic. The device was explanted and replaced. The patient was stable during and following the procedure.